Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The part was forwarded to manufacturing site for further investigation with following results: according to the investigation results, this complaint is confirmed as well as valid since the screw in question is missing a feature (stardrive recess) as claimed by the customer. It is a manufacturing failure because the recess shape was not milled in the affected screw and a control failure because the operator in final inspection did not detect the lack of stardrive recess. The same issue has been addressed through the jbl-CAPA-000025, specifically in the ap-000130 where a poka-yoke system has been implemented to check if all the screws have the stardrive recess after step 0030 and an additional 100% recess inspection has been implemented in step 0050, therefore during the manufacturing steps in production department. The affected lot underwent the milling step on 18 june 2018, while the action ap-000130 has been implemented on 31 october 2018, for this reason no further action is considered necessary. This issue will also be investigated under the jnj nr-0137862. Device history lot part: 04.168.485s, lot: l961538, manufacturing site: grenchen, release to warehouse date: july 04, 2018, expiry date: june 01, 2028 . A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/ investigation, but has yet to be received. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent a surgery for femoral neck. During the surgery, the surgeon found that the anti-rotation screw (85 mm) head was not star shape. The surgeon used an anti-rotation screw (80 mm) instead, and the surgery was completed successfully. The surgery was delayed by less than thirty (30) minutes. No further information is available. Concomitant device reported: unknown fns plate (part # unknown, lot # unknown, quantity#1); unknown fns bolt (part # unknown, lot # unknown, quantity#1). This report is for one (1) anti-rotation screw for femoral neck sys 85 mm length - sterile. This is report 1 of 1 for complaint (B)(4).